Event description:
Surgeon was viewing several studies from various pts. At one point, the images presented on screen were from a previously loaded study of a different pt, instead of images from the expected study.